Event description:
The reporter stated that the device results are different and she was hospitalized and treated with an IV. She said a few months earlier she had passed out and emt's were called. The emt's checked her glucose at 32 mg/dl.